Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose was 500 mg/dl. The customer was advised and cleared the alarm. The customer stated that the device was not exposed to high magnetic field. The customer was advised to complete set change. The customer was asked to deliver a 5.0 units via fill cannula and got an motor error again. The customer doesn't received an e70 alarm. The customer stated the drive support cap appears normal. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests and the motor passed motor test. However, the insulin pump was received with cracked case at the display window corners and minor scratched display window.